Manufacturer narrative:
Continuation of d10: product ID: {evolutfx-26}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; implant date: {(B)(6) 2024}; explant date: {n/a}. Product ID: {l-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed using a 20 mm balloon. Subsequently, right bundle branch block was noted. Some difficulty was experienced during advancement of the delivery catheter system due to a steep aortic arch. Digital subtraction angiography revealed a dissection. Following hemostasis, a computed tomography scan confirmed the localized dissection. The patient left the procedure with intubation. No additional adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed using a 20 mm balloon. Subsequently, right bundle branch block was noted. Some difficulty was experienced during advancement of the delivery catheter system (dcs) due to a steep aortic arch. Digital subtraction angiography revealed a dissection. Following hemostasis, a computed tomography scan confirmed the localized dissection. The patient left the procedure with intubation. No additional adverse patient effects were reported. Additional information was received the left femoral artery was used as the dcs access site. Additionally, per the physician, there was a possibility that the injury occurred during advancement of the dcs by the gap between the nose cone and the capsule. The injury was located at the aortic arch. No treatment was reported for the dissection, and the patient recovered without any issues.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.